Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white flakes of foreign matter were found in the bd plastipak¿ luer-lok¿ syringe during use. The following information was provided by the initial reporter, translated from german: "some syringes have material that comes off during use... Confirmed that the issue is that the customer is observing white flakes inside the syringe, as if plastic from the syringe would have detached."

Manufacturer narrative:
Investigation summary: no samples or pictures received for investigation. A device history review was performed for the reported lot 2210033, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces run in manufacturing area are protected to avoid damage on the product and reduce particles from generating. While we cannot identify a direct issue, possible root cause is contamination during assembly process.

Event description:
It was reported that white flakes of foreign matter were found in the bd plastipak¿ luer-lok¿ syringe during use. The following information was provided by the initial reporter, translated from german: "some syringes have material that comes off during use. ... Confirmed that the issue is that the customer is observing white flakes inside the syringe, as if plastic from the syringe would have detached."